Manufacturer narrative:
08/18/2017 10:24 am (gmt-4:00) added by (B)(4). Update section. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not able to deliver insulated co2 via btt or distal insulation tubing on device. Case was converted to open. The hospital did not report any patient effects.

Manufacturer narrative:
Device code changed to "improper flow or infusion". 2242352-2017-00598-1 device was returned to the factory for evaluation. Signs of clinical usage and slight evidence of blood were observed. There were no nonconformance observed to the distal insufflation connector of cannula. The device was evaluated for the proper flow of air flow through the distal insufflation tube using a calibrated "uson". A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test. Based on the testing results the values are within the calibrated range. Based upon the returned condition of the device and the results of the investigation, the reported complaint " improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not able to deliver insulated co2 via btt or distal insulation tubing on device. Case was converted to open. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not able to deliver insulated co2 via btt or distal insulation tubing on device. Case was converted to open. The hospital did not report any patient effects.